Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, the patient had been having erratic blood glucose (bg) values with high and low values. The patient stated she waited 2-3 hours with each sensor she attempted to pair with her iphone to see if it would connect and when they wouldn't, she removed them. It was not specified how many sensors the patient tried to connect to her iphone during this process. The patient stated she believes her last known cgm value was 64 mg/dl before the mobile app interruption. There was no information regarding whether the patient was using a bg meter as a back-up during this time. However, it was noted on the follow-up call that the patient was currently using a bg meter as a back-up when needed (however, it was not specifically stated if she was using a bg meter as back-up during this specific event). At an unspecified time later, the patient was shaking and diaphoretic. Eventually she lost consciousness. Her fiancé found her unconscious on the bathroom floor around 4:00am. The patient went to the emergency room (it was not specified by who) and once she arrived, her bg meter was reading 715 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and necrotizing fasciitis. The patient was treated with insulin and multiple unspecified IV antibiotics. At an unspecified point during her hospitalization, she also had a severe low bg and was treated with IV dextrose. The patient was discharged in the evening of (B)(6) 2024. At the time of follow-up contact, she was doing well but was still on oral antibiotic therapy for the necrotizing fasciitis. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1608 fasciitis.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The pairing issues occurred after the patient arrived at the hospital and was receiving treatment for the infection. She attempted to use the cgm during the hospital stay to decrease the frequency of spot bg finger sticks by hospital staff. The hospitalization was a result of an infection unrelated to cgm use.

Manufacturer narrative:
(B)(4). 3004753838-2024-244568 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4) was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The pairing issues occurred after the patient arrived at the hospital and was receiving treatment for the infection. She attempted to use the cgm during the hospital stay to decrease the frequency of spot bg finger sticks by hospital staff. The hospitalization was a result of an infection unrelated to cgm use.